Event description:
The account alleged the bed exit was not aiming. No pt impact.

Manufacturer narrative:
The technician found the bed exit was functioning as designed, user error. The technician in-serviced the account on arming the bed exit to resolve issue.